Event description:
The pt was suffering from cancer. The hcp injected a bolus of 0.5% ropivacaine for pain relief via the catheter access port of the pump. The pt did not experience any additional relief afterwards. The hcp x-rayed the catheter and saw that it was leaking. The catheter was replaced. The pt outcome was reported as 'no injury'. After the pt died from the cancer, the pump was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.